Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There is no allegation from a healthcare professional that the death was device related. Cause of death was requested but not received. Evaluation summary: battery depletion was normal. Len outer insulation breached depression; proximal segment was returned for analysis. Outer insulation breached depression; proximal segment was returned for analysis. Other text : it was reported that the pt expired and the parents have verbally blamed the device. Follow-up with the hcp indicates the pt had a long history of congenital heart conditions and recently underwent gallbladder surgery after which time, the pt complained of stomach pain. The pt had two pacing systems implanted (one was abdominal implant; the other system was under her ribs). Considering the pt's complaints of stomach pain, the physician changed the active pacing system from the abdominal source to the pacemaker which was under the pt's ribs. An autopsy was done and the results and cause of death have been requested but not received. Act device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure (select specific code from category d) insulation no conclusion can be drawn other (an appropriate device code cannot be identified)

Event description:
It was reported that the pt expired and the parents have verbally blamed the device. Follow-up with the hcp indicates the pt had a long history of congenital heart conditions and recently underwent gallbladder surgery after which time, the pt complained of stomach pain. The pt had two pacing systems implanted (one was abdominal implant; the other system was under her ribs). Considering the pt's complaints of stomach pain, the physician changed the active pacing system from the abdominal source to the pacemaker which was under the pt's ribs. An autopsy was done and the results and cause of death have been requested but not received.